Event description:
On 10/1/2024, it was reported by a sales representative via (B)(4) that both peek swivelock eyelets from an ar-7715 ucl internal brace implant system were not on the inserter shaft, and both fell off while attempting to load the suture onto them. The case was completed using another ar-7715 ucl internal brace implant system. This was discovered during a procedure on (B)(6) 2024. Additional information received on 10/3/2024: this was discovered during an elbow ucl ib procedure on (B)(6) 2024. The issue occurred just prior to the anchor insertion. The case was completed using a new ar-7715 ucl internal brace implant system. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to mishandling when removing from packaging due to damage to the device.